Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis on two occasions. No blood glucose reading was reported for either event. Troubleshooting was performed and the time was correct on the insulin pump. The customer did not know what the basal rates should be so she was unable to verify that they were set correctly. The insulin pump passed the prime test but failed the high pressure test. Also found that the customer was not checking her blood glucose very often and she was not changing the infusion sets every two to three days as recommended. The insulin pump was replaced because it failed the high pressure test.